Event description:
The customer reported to olympus that the camera head produced a poor quality image (specifically, image was not showing correctly and would pop up different colors). There was no patient harm associated with the event.

Manufacturer narrative:
E2: reporter occupation should be blank and not "n" (as automatically populating). The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
The subject device was not returned for evaluation. A definitive root cause cannot be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over a year since the subject device was manufactured. Olympus will continue to monitor the field performance of this device.

Event description:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.